Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump did not pass self test and the hardware low level failure reoccurred again after troubleshooting. Customer's blood glucose level was unknown at the time of incident. Customer stated that they were able to clear the alarm and also were able to rewind the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed self test and displacement test. Pump error 63 alarm confirmed in the device history due to broken pin trace and pin trace on keypad assembly.